Event description:
Cs29 dlu was fired and all initial indications are that product performed well, with 2 complete donuts; however anastomosis leaked. Pt was diverted temporarily; temporary colostomy possibly 5-6 weeks.